Event description:
It is reported that the device was implanted in 2004. Post-op, the pt complained of her hip squeaking. The dr performed revision hip surgery in 2007, where the liner was found to be broken and the snap ring was in pieces.

Manufacturer narrative:
Eval summary: pre/post surgery x-rays are not available for review. Pt weight, build and activity level are unk. It is probable that liner was not seated in locking groove during implantation causing rotational instability of liner and eventual wear. Exact cause is not known. Lateral rim of liner has fractured off. Rim was returned in four pieces with portions of rim not returned. Medial dome exhibits heavy gouging deformation. Device history records indicate manufacture to specification. Scanning electron microscope examination showed beach marks/fatigue striations indicating fracture occurred by fatigue. Large part of fracture surface was featureless in that fracture mechanisms were not identifiable due to rubbing or mechanical deformation in post-fracture condition. Energy dispersive spectroscopy analysis showed a carbon (c) peak in spectrum, typical of uhmwpe.